Event description:
The customer stated that his wife tested her blood glucose using his 2 contour meters and received readings of 308 and 82 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer's wife disposed of the test strips, so no product will be returned.